Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435 mg/dl. Customer stated that the a crack was going down side of battery compartment. Customer was treated with the insulin pump. The insulin pump will be returned for analysis.